Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2012. During a standard follow-up performed on (B)(6) 2020, the pacemaker was found in standby mode. The patient did not report any symptom. The device was re-initialized on the same day.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2012. During a standard follow-up performed on (B)(6) 2020, the pacemaker was found in standby mode. The patient did not report any symptom. The device was re-initialized on the same day.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200609 - file-2020-01040 - analysis_and_closure_report_resp-2020-00628.pdf].